Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman fxd curve access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. Following release of the closure device and removal of the was, intracardiac echocardiography (ice) was used to check for an effusion. The ice showed a 1.3mm pericardial effusion on the posterior wall of the epicardium. A pericardiocentesis was performed, and approximately 550ml of fluid was drained from the pericardium. A cell saver was used to return the blood back to the patient. The patient was hemodynamically stable throughout the procedure. The patient remained hospitalized and was discharged home on (B)(6) 2023.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman fxd curve access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. Following release of the closure device and removal of the was, intracardiac echocardiography (ice) was used to check for an effusion. The ice showed a 1.3mm pericardial effusion on the posterior wall of the epicardium. A pericardiocentesis was performed, and approximately 550ml of fluid was drained from the pericardium. A cell saver was used to return the blood back to the patient. The patient was hemodynamically stable throughout the procedure. The patient remained hospitalized and was discharged home on (B)(6) 2023. It was further reported that 3 recaptures of the closure device were performed prior to release. The patient's anatomy was not challenging.

Manufacturer narrative:
B5: describe event or problem - updated.

Manufacturer narrative:
B5: describe event or problem - updated. H6: patient codes - updated.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman fxd curve access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. Following release of the closure device and removal of the was, intracardiac echocardiography (ice) was used to check for an effusion. The ice showed a 1.3mm pericardial effusion on the posterior wall of the epicardium. A pericardiocentesis was performed, and approximately 550ml of fluid was drained from the pericardium. A cell saver was used to return the blood back to the patient. The patient was hemodynamically stable throughout the procedure. The patient remained hospitalized and was discharged home on (B)(6) 2023. It was further reported that 3 recaptures of the closure device were performed prior to release. The patient's anatomy was not challenging. It was further reported via data from the watchman flx dapt registry that the patient experienced a cardiac tamponade in addition to the previously reported pericardial effusion on (B)(6) 2023.